Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus element plus, mr, ous 2.75x16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the first two most distal struts lifted and pulled in a proximal direction. No damage to center or proximal struts was noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 100mm from end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. After a 6f guide catheter was cannulated in the lcx and a 0.014" guide wire crossed the lesion, a 2.75x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the device was removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a distal stent damage.